Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tenaculum forceps instrument involved with this complaint and completed the device evaluation. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. A pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. Additionally, the instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.067¿ - 0.124¿ in length and were not aligned with the tube axis. The root cause of scratch marks/abrasions on the instrument¿s main tube is typically attributed to mishandling. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the device logs for the tenaculum forceps (part# 470207-08 / lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the tenaculum forceps was last used on (B)(6) 2021 via system serial# (B)(4). There were 4 uses remaining after this last usage. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: the instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that during central processing, the tenaculum forceps instrument was found to have exposed wires. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: per the customer, the instrument was inspected during the sterile processing phase and was found to have wires exposed. A repair tag was placed on the instrument and found a few days later. The customer could not provide information regarding the previous case the instrument was used in, nor could they provide any patient-related information.